Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 143 mg/dl, 175 mg/dl and 360 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated he slept to treat himself. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.